Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient passed away in a nursing home. It was not reported if pd therapy was ongoing until the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the device was not returned and the serial number is unknown, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.